Manufacturer narrative:
The reported event of ineffective stimulation could not be confirmed due to insufficient product returned. Leads were cut and incomplete; consistent with explant procedure. Only two terminal end segments were returned and passed electrical testing. No root cause was identified for reported event.

Event description:
Additional information received indicates the system was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22632, related manufacturer reference number: 3006705815-2020-02717. It was reported that the patient experienced a couple of falls. Thereafter, the patient was unable to experience effective stimulation due to high impedance and all of the patient's program were autoreducing. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.